Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation; however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The lot history review did not reveal other complaints related to the reported event. The events were unable to be confirmed. The returned device was visually examined, and the following was observed: liner is fully expanded as designed, distal tip is torn radially, along the distal edge of the liner, esheath shaft scratches and damaged along distal end of sheath, stretching of the sheath material at the torn tip, radial and angled score lines are present, and sheath shaft scratches at tip. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for esheath distal tip torn and difficulty advancing through esheath were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. A CAPA was initiated to further investigate this type of failure. Per the complaint description, 'during a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve, resistance was noted during advancement of the delivery system and valve through the distal end of the 14 fr esheath+. Post deployment, an atypical tear was noted at the tip of the esheath+ upon removal.' Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. In addition, the sheath shaft was scratched and damaged along the distal end and at the tip, suggesting presence of calcification in the access vessel. Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification'. Calcification can create a constrained condition, which may lead to resistance during delivery system advancement through the sheath. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement. And/or patient factors (calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no further actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve, resistance was noted during advancement of the delivery system and valve through the distal end of the 14 fr esheath+. Post deployment, an atypical tear was noted at the tip of the esheath+ upon removal.